Event description:
It was reported that the subcutaneous implantable cardiac defibrillation (sicd) system was implanted but was unable to convert the induced arrhythmia. Electrode repositioning was attempted. The physician was repositioning the electrode slightly higher and more to the midline when the tunneling tool went through a defect in the sternum and perforated the right ventricle. Cardiac surgery removed the tunneling tool and repaired the perforation. The sicd system was removed and a transvenous system was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the subcutaneous implantable cardiac defibrillation (sicd) system was implanted but was unable to convert the induced arrhythmia. Electrode repositioning was attempted. The physician was repositioning the electrode slightly higher and more to the midline when the tunneling tool went through a defect in the sternum and perforated the right ventricle. Cardiac surgery removed the tunneling tool and repaired the perforation. The sicd system was removed and a transvenous system was successfully implanted. There were no additional adverse patient effects.